Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. Similar to device under 510(k): e597079 (B)(4). Summary of investigational findings: no imaging was provided to assist the investigation, but since "immediately a brutal increase of insufflation pressures" was noted, it is suggested that the frova and the et tube were advanced too far into the patients airway and once oxygen was applied, this caused severe barotrauma/trauma to the patient's lungs. However, it should be noted that the frova catheter was used for tube exchange, since reported that "introducing the frova catheter, then exchanging the tube". The frova catheter is indicated for use as an intubating introducer for difficult intubations and not for tube exchange. IFU, intended use: the frova intubating introducer is intended to facilitate endotracheal intubation in patients where he visualization of the glottis is inadequate. The 14.0 french catheter introducer has been designed for placement of a single lumen endotracheal tube whose inner diameter is 6 mm or larger. IFU, warnings: to avoid barotrauma and/or pneumothorax, examine the patient's anatomy to help determine the optimal placement for the frova intubating introducer. Ensure the catheter is in the physician-preferred location relative to the carina by referencing its centimeter markings. The lot# is unknown, why the device history records cannot be investigated, but based on information provided there is no reason to suggest the frova catheter was not manufactured to specifications and/or not working as intended. The event is considered procedurally related as a consequence of off label use. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to email from initial reporter on 22feb2017: on (B)(6) 2017, after an intervention for orotracheal tube exchange with the device mentioned above, the intubated female patient experienced a pneumothorax as well as two cardiopulmonary arrests, the second one led to death. More precisely, the patient was intubated due to alertness disorder and acute respiratory failure on inhalation pneumopathy. Because the first tube had a porous balloon, it was decided to change the orotracheal tube and this could be performed with an « exchange guide ». The act (introducing the frova catheter, then exchanging the tube) was performed without difficulty under laryngoscopy. Immediately it was followed by emphysema, impossible mechanical ventilation and cardio-respiratory arrest. A bilateral drainage was decided because of the strong suspicion that a pneumothorax might be occuring. The patient recovered temporarily a hemodynamic activity, then a second cardiac arrest led to her death. Description of event according to (B)(6) report submitted on 22feb2017: patient admitted in reanimation for alertness disorder and acute respiratory failure requiring orotracheal intubating. When first catheter was in place, balloon was noted as porous and it was decided to change the catheter onto an ¿exchange guide¿. Frova guide was used (recommended for difficult intubation): laryngoscopy sedation and catheter changed without difficulty. Immediately followed by: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation led to cardio-respiratory arrest. Note: another catheter available in the service could have been used as indicated for extubation/reintubation: extubation catheter c-cae-14.0-83. Clinical consequences: immediate consequences: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation ¿ cardio-respiratory arrest. Decision of bilateral drainage because of the strong suspicion that a barotrauma with bilateral pneumothorax might be occuring. Temporary recovery of hemodynamic activity. Second cardiac arrest led to patient¿s death. Description of event according to complaint form received on 27feb2017: they noticed that the balloon was porous, and they changed it with a frova, with sedation,no difficulties to exchange the ett. Immediately a brutal increase of insufflation pressures, emphysema bilateral under skin and it was impossible to do the mechanical ventilation, then a cardiac arrest happens. They decided to do a bilateral drainage because of a suspicion of a bilateral pneumothorax and barotraumatism. Good recovery but a second cardiac arrest led to the patient's death. Patient outcome according to complaint form: a section of the device did not remain inside the patient¿s body. The patient required additional procedures due to this occurrence: "bilateral drainage". The event resulted in a death. Patient outcome according to information received from email by initial reporter: the patient recovered temporarily a hemodynamic activity, then a second cardiac arrest led to her death. Patient outcome according to (B)(6) report: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation. Cardio-respiratory arrest. Decision of bilateral drainage because of the strong suspicion that a barotrauma with bilateral pneumothorax might be occuring. Temporary recovery of hemodynamic activity. Second cardiac arrest led to patient¿s death.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to email from initial reporter on 22feb2017: on (B)(6) 2017, after an intervention for orotracheal tube exchange with the device mentioned above, the intubated female patient experienced a pneumothorax as well as two cardiopulmonary arrests, the second one led to death. More precisely, the patient was intubated due to alertness disorder and acute respiratory failure on inhalation pneumopathy. Because the first tube had a porous balloon, it was decided to change the orotracheal tube and this could be performed with an « exchange guide ». The act (introducing the frova catheter, then exchanging the tube) was performed without difficulty under laryngoscopy. Immediately it was followed by emphysema, impossible mechanical ventilation and cardio-respiratory arrest. A bilateral drainage was decided because of the strong suspicion that a pneumothorax might be occuring. The patient recovered temporarily a hemodynamic activity, then a second cardiac arrest led to her death. Description of event according to (B)(6) report submitted on 22feb2017: patient admitted in reanimation for alertness disorder and acute respiratory failure requiring orotracheal intubating. When first catheter was in place, balloon was noted as porous and it was decided to change the catheter onto an ¿exchange guide¿. Frova guide was used (recommended for difficult intubation): laryngoscopy sedation and catheter changed without difficulty. Immediately followed by: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation led to cardio-respiratory arrest. Note: another catheter available in the service could have been used as indicated for extubation/reintubation: extubation catheter c-cae-14.0-83 clinical consequences: immediate consequences: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation ¿ cardio-respiratory arrest. Decision of bilateral drainage because of the strong suspicion that a barotrauma with bilateral pneumothorax might be occuring. Temporary recovery of hemodynamic activity. Second cardiac arrest led to patient¿s death. Description of event according to complaint form received on 27feb2017: they noticed that the balloon was porous, and they changed it with a frova, with sedation,no difficulties to exchange the ett. Immediately a brutal increase of insufflation pressures, emphysema bilateral under skin and it was impossible to do the mechanical ventilation, then a cardiac arrest happens. They decided to do a bilateral drainage because of a suspicion of a bilateral pneumothorax and barotraumatism. Good recovery but a second cardiac arrest led to the patient's death. Patient outcome according to complaint form: a section of the device did not remain inside the patient¿s body. The patient required additional procedures due to this occurrence: "bilateral drainage". The event resulted in a death. Patient outcome according to information received from email by initial reporter: the patient recovered temporarily a hemodynamic activity, then a second cardiac arrest led to her death. Patient outcome according to (B)(6) report: sudden increase of insufflation pressure, emphysema and impossible mechanical ventilation. Cardio-respiratory arrest. Decision of bilateral drainage because of the strong suspicion that a barotrauma with bilateral pneumothorax might be occuring. Temporary recovery of hemodynamic activity. Second cardiac arrest led to patient¿s death.